Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer electrocardiogram/slave cable connector was loose and did not produce a clear signal. The printed circuit board was replaced and calibrated. It was also indicated that the keyboard hinge, the latch tab on the power cord door, the latch of the media bay door, the upper hinge plate screw insert, the upper display hinge, the rubber pads on the lower case, and the hinge plate screw were missing or broken. These parts were replaced. It was also indicated that the hard drive health was less that one-hundred percent. The hard drive was replaced and reimaged. The programmer passed all final functional and systems tests. (B)(4).

Event description:
It was reported the slave cable port far right does not provide clear baseline without holding cable upward. Multiple cables attempted. It was also reported the keyboard was broken. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.